Event description:
It was reported that the left ventricular lead had intermittent failure to capture. The lead output was reprogrammed. The lead is still in use. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).